Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted. UDI# - (B)(4).

Event description:
It was reported that the crank within the skin graft mesher is not working. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. On (B)(6) 2020, it was reported that the crank within the skin graft mesher is not working. The customer returned a skin graft mesher device, serial number (B)(6), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(6), for evaluation. Product review of the skin graft mesher by zimmer biomet australia on february 14, 2020 revealed that calibration was out of specifications on the handle side but produced a passing sample mesh. The handle was jammed with no lubrication found. The 1.5:1 ratio cutter, serial number (B)(6) produced an incomplete mesh and was deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet australia on february 14, 2020 which included recalibration and lubricating the handle. Skin graft mesher, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Based on the information provided, the root cause of the reported event was due to the lack of lubrication on the ratchet. The zimmer skin graft mesher instruction manual (06001810592, rev a) notes on page 6 that as needed the ratchet handle should be lubricated by placing 1¿2 drops of surgical instrument lubricant in the grooved section of the ratchet. Turn the ratchet sections a few times to spread the oil evenly before autoclaving the instrument.